Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen lighting intermittently fades away. Reportedly, the customer is unable to see the buttons on the touchscreen and the button "1" is half lit up. Customer's blood glucose level was 179 mg/dl. Reportedly, customer will continue to use the pump and has back up shots if needed for insulin therapy.